Event description:
It was reported that (2) devices were used during an laparoscopic cholecystectomy. It was reported by the affiliate that both of the devices (er320 and er220) ejected the clips. They did not fall in the pt. Another instrument was used to complete the case. There was no consequence to the pt. Both devices were discarded.